Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Visual inspection of the lead revealed calcification on the distal and proximal shocking coils, and on the lead tip. The shock impedance allegation was confirmed by the calcification. The allegation of the ventricular tachycardia that could not be converted, was not confirmed. The returned segments measured resistances failed, as the high voltage cable was pulled apart at the lead removal procedure.

Event description:
It was reported that a non-invasive programmed stimulation (nips) test was performed, due to right ventricular (rv) lead shock impedances being greater than 125 ohms. During the test, the implantable cardioverter defibrillator (ICD) failed to convert the rhythm, at 41 joules. The rv lead and ICD were subsequently removed and replaced. The ICD and lead were returned for analysis.